Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). On an unspecified date post implant procedure, the closure device embolized to the femoral artery of the patient. No further information on the status of the patient is available.